Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter indicated that the pump started randomly rebooting. The reporter confirmed trying a new battery in the pump but the issue continued. The reporter stated that there was no known trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history showed that unexplained power events had occurred. There was no damage observed to the battery compartment or cap. The battery cap tightened fully to the pump and the pump powered on appropriately. The pump was exercised for 24 hours without power interruptions. The battery cap was tested and found to be within specifications. The pump was opened and no moisture damage or intermittent connections were found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.